Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8709, serial (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. (B)(4) pertains to the pump only; (B)(4) pertains to the catheter only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [50 mg/ml] at an unknown dose via an implantable pump for spinal pain. It was reported on 2017-dec-05 that the patient apparently had constant serous drainage from the pump site since their (B)(6) replacement (note this is conflicting with the manufacturer¿s device registration records that show the pump was replaced (B)(6) 2016). For a while, ¿managing proactive¿ was keeping an eye on the drainage situation. When the wound did not completely close/heal/stop leakage the replacement was scheduled. The date of the event was reported to be (B)(6) 2017 (note this is conflicting with the report of the drainage since replacement). The patient was referred to the hcp for surgery to open the pocket and ¿clean up¿/ ¿pocket I and d¿ (incision and drainage). There were no signs or symptoms of infection per the hcp. The old mesh pouch was removed, and the battery replaced. Upon replacing the battery, there was no free flowing of fluid noticed from the catheter so the entire system was changed out on (B)(6) 2017. There were no events related to environmental/external/patient factors that may have led or contributed to the issue reported per the patient. It was indicated that the catheter would not be returned as it was discarded and the pump would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-dec-05. It was reported that the manufacturer's representative thought the patient had the pump replaced this (B)(6) and clarified that the patient was seen this (B)(6) due to the drainage, but it had not been happening since (B)(6) 2016. The cause of the lack of flow from the catheter during replacement was not determined. They were unaware of information regarding the patient¿s weight at the time of the event. The manufacturer's representative and the hcp were not aware of the patient¿s medical history relevant to the issue with the wound not healing/closing completely. The pump had not been placed in the mail yet, but it was all boxed up and the manufacturer's representative was planning to drop it to send back at the next available opportunity. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs morphine with concentration 50.0 mg/ml was being administered via a simple continuous dose rate of 16.387 mg/day as of 2017 (B)(6). The previously applied conclusion code 92 remains applicable the catheter only. The results code 3233 and conclusion code 11 is applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Regarding the patient¿s status after their device system was replaced, the patient had recovered without sequela. The patient was without injury. No pump rotor or dye study was performed. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported there was no cause noted, in response to why the patient's previous mesh pouch pocket was left too close to the surface of their skin.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the laboratory: the evaluation codes have been updated. Of note, conclusion code (B)(4) remains applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) previously applied to the pump now no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump was replaced because he was going in and out of withdrawal and in and out of the emergency room for a year plus. The patient stated they left the mesh pocket too close to the surface of the skin. The patient stated he had open wounds. The patient stated the pump was replaced because of all this. The patient stated he was not supposed to get a new pump until 2022. The patient stated they got something in the pump line and found blockage. The patient stated he was up 16.8 mg/day and went into the emergency room to get fixed and came out on 3.3 and no pills. The patient stated he felt good for 38 days out of 520 days. There was no out-of-box failure reported. The patient stated they did a CT scan after CT scan. The patient stated they hooked him up to a machine to see what was coming out of the end of the catheter and found no blockage and no k inks. The patient stated that it ended up being what was wrong. The patient stated he felt crappy for a year and a half. The patient stated it had been an awful experience.